Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheters were thinner at the bottom and came out of the casing. The patient had been using for a long time and stated that this had never happened before. Per follow-up on 02oct2020, troubleshooting was completed by the representative. Patient believed that the diameter of the wicks were smaller than the diameter of the patient hose and kept falling out of night. Patient was waking up wet. Patient also stated that a urine sample was collected as patient believed she had a urinary tract infection. However, it was reported that no product allegation was mentioned with the urinary tract infection. Per follow up on 19jan2021, stated purewick female external catheter was disconnecting from the tubing causing the patient to experience leakage and the wick itself did not come apart. As a result patient developed the urinary tract infection due to the urine leakage from the product disconnecting. The infection was treated with antibiotics and they were never used for longer than 12 hours.